Event description:
It was reported that the patient was experiencing difficulty to charge the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. The patient was stable postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago prior to the date the manufacturer became aware.